Event description:
An altitude alarm was reported for the pump, and the customer's insulin delivery was suspended due to this condition. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and attempt to reconnect the cartridge but the customer was unable to resume insulin delivery or load a new cartridge. Technical support planned to follow up for further troubleshooting.